Event description:
It was reported that the patient went to their health care provider¿s (hcp¿s) office yesterday because the implantable neurostimulator (ins) was outside of the ins pocket. The skin pocket was broken, there was erosion, and the ins came out of the pocket 1 week ago. The patient put some tape on the ins on the skin approximately 1 week ago, however, the patient was not feeling good yesterday so they went to see their hcp. The hcp took pictures and the lead had migrated from s3 and a lot of the lead was coming out of the patient¿s body. The ins came out of the pocket, but not by the scar. It looked like the start of an infection and there was a red area. The manufacturer representative thought the body rejected the device as it eroded through the skin. Yesterday the hcp pulled everything out, the ins and the lead. The product was not being sent back for analysis as it was discarded. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g6fs, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted and the patient received antibiotics. The patient was doing fine.